Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump received with loud motor noise during rewind due to faulty motor. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer called to report that the insulin pump was squirting insulin during the manual prime and was giving a loud, continuous tone when rewinding. Troubleshooting was performed, and the customer stated that the drive support cap was flush. Advised the customer that the insulin pump would be replaced. Nothing further was reported.